Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the patient¿s family member that the device was implanted for peripheral (lower limb) ischemic pain. After surgery, postoperative wound healing was difficult. It was noted the patient has diabetes. The patient developed a purulent infection and all the device was taken out in (B)(6) 2016. More than 50% of symptoms were not reduced. The ins was the component involved with the issue. It was unknown if any troubleshooting was done. The cause was not known.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3778-75 lot# unknown serial# implanted: (B)(6) 2016. Explanted: (B)(6) 2016. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that it was found the ¿position at the waist got infected after surgery.¿ the issue was reportedly identified on (B)(6) 2016. The patient¿s physician didn¿t know the cause of the infection at the time of report; a sample was taken from the patient to cultivate and determine the cause of the infection. The patient¿s implantable neurostimulator (ins) and lead were explanted as a result of the event and the patient was receiving treatment and was in stable condition at the time of report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the patient had discomfort after spinal cord stimulator (scs) implant surgery. The wound would not heal after surgery and became infected and purulent.